Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: the pump powered on with the returned battery cap; the battery cap was able to fully tighten to the pump. The battery compartment was intact. Investigators were unable to duplicate the original battery life issue complaint; the black box data from the date of complaint has been overwritten. The review of the current black box data showed evidence of a partially discharged battery use. The pump electrical current draws were tested and were noted to be within specifications. Upon removal of the pump case, no evidence of moisture or loose components was observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.